Event description:
The hanger bar detached during a pt transfer, dropping the resident to the floor. The resident complained of back pain.

Event description:
The facility reports the hanger bar detached during a pt transfer, dropping the resident to the floor. The resident complained of back pain. **it was reported the pt passed away an hur after the incident.